Event description:
It was reported that a black substance came out of the handpiece, and the customer is unable to get the handpiece clean. There was no pt involvement. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. There was no substance found on or within the device, so a sample was not taken. A possible failure to have caused what the customer experienced may be due to incorrect cleaning practices; however, this cannot be confirmed. Service completed any necessary maintenance and repairs.